Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their transmitter is causing the receiver screen to freeze. There was no report of injury or medical intervention. No additional event or patient information is available.